Manufacturer narrative:
Additional narrative: a product development evaluation was completed: locking caps (04.689.121) showing normal wear and tear. The described complaint cannot be reproduced and the received parts did function as intended. The traces of removed anodization on the locking caps indicate that the contact surfaces during tightening were identical to what we see in standard practice. Final conclusion on root cause is not possible without investigating all involved parts (rods, screws). Deficiencies in handling (e.g. Not tightened enough) as a potential reason for this complaint cannot be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that eight (8) universal reduction screw (urs) locking caps failed to lock the rod to the pedicle screws. The event occurred during a kyphosis correction procedure using universal spine system-ii (ussii) hooks above the apex and below the urs. When attempting to lock the single locking caps, it was discovered that some of them were still mobile and others could be moved along the rod. These caps were not solidly locked. The caps were inserted using the appropriate tubes, per technique, not freehand. Re-loading of the caps was attempted, but the same outcome was achieved. The surgeon decided to remove the locking caps and swap them for dual locking caps. The original screws and rods remain in the patient. The procedure was prolonged by twenty (20) minutes, but completed successfully. This report is 4 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the devices were received not in the original sterile packaging. The returned parts have been re-inspected for all the features relevant to the failure mode notified with the conclusion that parts are conforming from a manufacturing perspective. Seven parts were conforming to the specifications. One part has thread damaged, but measurements were able to be taken from a non-damaged part of the thread and it was conforming; the damage occurred after manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. Additional product codes for this report include: mnh, mni, kwp, and kwq. Device was not implanted or explanted. Part was received for manufacturer review/investigation on march 18, 2015. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: june 13, 2012 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.